Event description:
It was reported that the implant dropped on floor. Implant fell off handpiece. New int511 placed instead.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
The iipdtus was not returned. Visual evaluation of the as returned product identified no damage/malfunction. Implant engaged and retain with in-house driver as intended. Functional testing was performed using an in-house driver and the devices were able to engage, retain and disengage as intended. A pre-existing condition noted on the per was unknown bone density type. The customer did not provide any pictures or x-ray review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (biomet 3i dental implant IFU (p-iis086gi) rev I - 2022/04/01. Instructions for use for biomet 3i kits and instruments (p-zbdinstrp), rev e 2022/04/01. Information identified: warnings and precautions. Per the applicable IFU, it is stated that surgical instruments and instrument cases are susceptible to damage for a variety of reasons, including prolonged use, misuse, and rough or improper handling. Care must be taken to avoid compromising their performance. DHR review: DHR review and complaint history review could not be performed, as the lot number associated with the reported product (iipdtus) is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications. Complaint history review: a complaint history review by item number was conducted for the (iipdtus) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformance's/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Post market trending review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported event (disengaged) or product (iipdtus). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, implant malfunction did not occur and driver malfunction could not be verified. Therefore, the reported event was non-verifiable.

Event description:
There is no update to the original complaint description provided.